Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic for driveline site redness and drainage. The patient had an area approximately 12 inches in circumference that was red and warm. There was tan drainage from the driveline exit site. Driveline cultures were taken and were found to be positive for methicillin-resistant staphylococcus aureus. The patient was admitted for intravenous antibiotic therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.